Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient¿s blood glucose level reached 400 mg/dl. It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The exposed portion of the soft cannula was not seen past the bottom housing, further indicating that the device did not deploy. The download data showed that the device completed 46 pulses, 30 of which were first prime pulses, before being deactivated. Timeouts and a drive stall were observed at the beginning of the run. The device was reset and paired to a master pdm and asked to deliver a 5u bolus. The rerun data did not show any replicated timeouts or drive stalls seen in the original data. The bottom housing, cannula window, and eseal were checked for damages and no issues were observed. The needle mechanism and drive mechanism were inspected and no damages or deficiencies were observed that would have caused to device not to deploy. The device did not deploy due to drive stalls not advancing the ratchet gear to the deployed position by the end of second prime. No other damages or deficiencies were observed during the investigation.